Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported this patient experienced shortness of breath correlating to a possible ventricular tachycardia (vt) episode which lasted for greater then one hour. Antitachycardia therapy was delivered which was unsuccessful and then a shock was delivered which terminated the arrhythmia. An inquiry regarding the episode was sent for review to technical services. Ts was not able to evaluate the detected/treated rhythm as it was not possible to compare to the present rhythm. Ts noted that the rhythm was likely not a vt but a supraventricular tachycardia (svt) where the device delivered an inappropriate shock. Additional information noted that no programming changes were made, but the patients medications were adjusted. The device remains implanted. No adverse patient effects were reported.